Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/29/2016. Complaint for a transmitter failure was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a transmitter failed error. The root cause was could not be determined.